Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information. The following sections of this report have been corrected/updated: e1 (reporter name and address) and h10 (related report numbers). This is one of two manufacturer reports being submitted for this case. Please see manufacturer report number 2015691-2025-04932 for details of the other event. The investigation is still ongoing.

Event description:
As reported by our edwards lifesciences affiliate in south africa, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 valve, during valve implantation, the 26 mm commander delivery system balloon burst longitudinally at the end of implantation. The delivery system was able to be withdrawn without any patient injury, but it was noted that there was difficulty withdrawing the delivery system. The esheath+ liner had folded in on itself when the pusher and balloon were pulled into the esheath+ tip. Imagery was provided for evaluation. A review of the imagery revealed the commander delivery system balloon was observed to be burst.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on the investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the imagery confirmed there was a longitudinal balloon burst. The esheath+ liner was also noted to be delaminated and bunched. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the delivery system balloon burst was confirmed based on evaluation of the provided imagery. The available information suggests that patient factors (calcification) likely contributed to the event as it was reported that the patient's native valve was highly calcified. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In regard to the difficulty withdrawing the delivery system through the esheath+, this event was also confirmed based on evaluation of the provided imagery. The available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the event as the withdrawal difficulties were encountered after the balloon was burst. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch onto the distal end of the sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.